Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard¿s tracking number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, brand name, model #/lot #, implant date, if follow-up, what type?, date received by MFR, type of reports..

Event description:
The preoperative and postoperative diagnosis was cystocele, rectocele, and vaginal vault prolapse. The procedure performed was a cystocele repair with mesh, rectocele repair, and perineoplasty and bilateral sacrospinous vaginal vault suspension.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.